Event description:
The device was being used to deliver external pacing therapy to a patient and was reportedly delivering pacer pulses to the patient properly. The patient was transferred to a different department in the facility and, during the transport, the patient went into ventricular fibrillation and the reporter alleged that the device stopped pacing by itself. The reporter stated that the pacer led was reportedly still on and would flash intermittently, however, the device's display screen showed that the pacer current had dropped to 0 milliamps. Pacing was restarted and treatment was continued. There were no adverse effects to the patient as a result of the reported event.